Event description:
It was reported that a device experienced a system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The unit was received inoperable due to the reported symptom of "system error 105" alarms caused by failed I/o pcb (specific component unidentified). The failed I/o pcb was replaced.